Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the balloon catheter was returned and analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the balloon catheter was tested prior to implant and appeared to be working normally. After occlusion and capturing the venogram, the balloon would not deflate to allow for removal from the patient. The balloon was eventually retrieved from the patient. No patient complications have been reported as a result of this event.